Event description:
It was reported when using the pyxis medstation es system drawer failed to open. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure of the full-height cubie drawer to open. A field service engineer discovered that the right side rail was missing three ball bearings at the rear and replaced rail to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.